Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify under delivery anomaly, failed battery test alarm, no delivery alarm, charge battery anomaly, over delivery and motor error alarm due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. Motor passed motor test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's bottom buttons were harder to push. Customer reported that the insulin pump received no delivery alarms and motor error alarm. Customer reported that they did not wear insulin pump because either it have too much of insulin or gave too little insulin. Insulin pump also had scratches on screen. Customer declined to troubleshooting with 24 hours helpline. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.